Event description:
Richard wolf medical instruments corp. (Rwmic) received a medwatch report on (B)(6) 2014. Report indicated ceramic tip of device broke during a hysteroscopy procedure. Pieces fell in patient's uterus and were retrieved from uterus by irrigation/flushing with saline. No radiographs were obtained. No injury to patient or staff reported.